Event description:
It was reported that the lead dislodged and the patient experienced diaphragmatic stimulation. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.